Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient's family, regarding a (B)(6) male patient receiving intrathecal gablofen (unknown dose and concentration) via an implantable infusion pump. The indication for use of the device was for intractable spasticity and spinal cord injury/disease. The concomitant medications and patient history were not reported. It was reported that during the patient's spinal procedure on (B)(6) 2016, the "tubing for his pump was cut by accident." Additional information received from the health care provider (hcp) reported that the tubing was dislodged. A new intraspinal catheter was placed at the end of the orthopedic procedure. The dose and concentration of the drug and any symptoms that the patient experienced remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.